Manufacturer narrative:
The device was manufactured from november 19, 2020 - november 20, 2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye found no evidence of leak from the distal luer or the blue winged luer cap. The blue winged luer cap was observed to be securely tightened. Functional testing was performed by filling the device with green colored water. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The leak was observed from the distal luer. The blue winged cap was observed to be securely tightened. This issue was discovered during storage. There was no patient involvement. No additional information is available.